Event description:
Attorney reports: in 2008 - the patient underwent a hernia repair procedure with implant of a non-recalled composix kugel mesh patch. The patient continued to have pain and discomfort and was forced to undergo a second surgery. At about 50 days later - the patient underwent a CT scan, revealing a small seroma or resolving hematoma and the mesh had partially separated from the abdominal wall. At approx 140 days post-scan, the patient underwent surgery for excision of suprapubic mass with noted granulation and scar tissue present. The patient continued to experience abdominal pain and discomfort and is on medications to control her pain.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.